Event description:
It was reported that customer received a low battery alarm then insulin pump powered off. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents due to blank display. Unable to verify off no power alarm due to blank display. Pump received with minor scratched display window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. No moisture damage found inside the pump. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).